Manufacturer narrative:
The event logs were downloaded and reviewed. Service was unable to replicate the customer's reported error. The pump completed a 20 hour infusion overnight, and the pump was still running the next morning with no errors. Probable cause could not be determined. D9: device returned to MFR on 18-aug-2023.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a plum a+ infusion pump on an unknown date. The customer reported that the pump switches off during operation. The status of the product at the time of event is unknown. There was unknown patient involvement and unknown harm.